Event description:
Edwards received notification that this valve model 3300tfx29mm was explanted from the aortic position after an implant duration of 4 years and 9 months due to restricted leaflet motion leading to regurgitation. As reported, one of the leaflets hardened and could not be opened and closed smoothly. The patient presented with syncope/fainting. A valve model 3300tfx27mm was successfully implanted in replacement. The patient outcome was noted as good.

Manufacturer narrative:
The explanted device was noted to be available for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx29 was explanted from the mitral position after an implant duration of 4 years and 9 months due to restricted leaflet motion leading to regurgitation. As reported, "one of the leaflets hardened and could not be opened and closed smoothly". The patient presented with syncope/fainting prior to the procedure. A valve model 3300tfx27mm was successfully implanted in replacement. The patient outcome was noted as good. The product was returned for evaluation. As per product evaluation results, customer reports of restricted leaflet motion and regurgitation were confirmed through observed host tissue overgrowth. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflets 2 and 3 had 2mm tears at commissure 3 and minimal calcification was evident at the tears.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. H3: evaluation summary: customer reports of restricted leaflet motion and regurgitation were confirmed through observed host tissue overgrowth. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 12mm on leaflet 3 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 7mm at commissure 1 on the outflow aspect. The free margins of leaflets 1 and 3 were rolled towards the outflow aspect from host tissue overgrowth and created gaps in the central coaptation region. Host tissue overgrowth restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Leaflets 2 and 3 had 2mm tears at commissure 3 and calcification was evident at the tears. Sewing ring was cut off around the valve and exposed the metal band around the valve on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was also exposed around leaflet 1 on the outflow aspect.

Manufacturer narrative:
H3: evaluation summary: customer reports of restricted leaflet motion and regurgitation were confirmed through observed host tissue overgrowth. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 12mm on leaflet 3 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 7mm at commissure 1 on the outflow aspect. The free margins of leaflets 1 and 3 were rolled towards the outflow aspect from host tissue overgrowth and created gaps in the central coaptation region. Host tissue overgrowth restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Leaflets 2 and 3 had 2mm tears at commissure 3 and calcification was evident at the tears. Sewing ring was cut off around the valve and exposed the metal band around the valve on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was also exposed around leaflet 1 on the outflow aspect.